Manufacturer narrative:
The explanted leads were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the trial patient¿s leads were explanted due to infection at the lumbar area. Pus was present when the leads were pulled. The physician believed that it was a staphylococcal infection and was not device or procedure related. The patient was given antibiotics.

Event description:
A report was received that the trial patient¿s leads were explanted due to infection at the lumbar area. Pus was present when the leads were pulled. The physician believed that it was a staphylococcal infection and was not device or procedure related. The patient was given antibiotics.